Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available.

Event description:
It was reported that the patient was admitted to the hospital for heart failure symptoms. In patient device interrogation revealed that the right atrial lead exhibited high pacing impedance and loss of capture. The patient was subsequently scheduled for lead revision where fracture was observed. The lead was capped and replaced on (B)(6) 2019. The patient was stable post- procedure.